Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad is not responsive and the pump alarmed button error. The customer's blood glucose reading was 450 mg/dl at the time of incident. Troubleshooting found that the customer also went to the emergency room for nausea and high blood glucose of 381 mg/dl. Further troubleshooting could not be performed due to the non responsive keypad. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.